Event description:
It was reported that the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. Abbott technical support was contacted, cyber security upgrade was performed, and the device was reprogrammed to resolve the event. The patient was in stable condition.